Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in house with retention products. Retention devices were tested with coc and thc +50% cutoff control and 3x cutoff control. All coc and thc results were positive at read time and met qc specifications. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported a false negative cocaine and thc result on a patient. An oral fluid sample was sent to the laboratory and produced a benzoylecgonine (cocaine) result of 63 ng/ml and a thc result of 7 ng/ml. The appropriate urine sample type was used for the multidip 8 drug test. However, oral fluid is not indicated for this test. Therefore, a direct comparison between the results provided could not be conducted. There was no treatment or intervention administered based on either set of results. No reported adverse patient sequela.